Event description:
According to the reporter, during a gastric bypass procedure, the device jammed, it was loaded into the handle, it was articulated and did not work, it was then closed and opened, but would not work. A new device was used in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection noted that the proximal end of the reload adapter was broken. Functional testing could not be performed due to the device condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017.